Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events where two infusion sets were accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.